Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a peripheral intervention procedure using a 6f sheath. Reportedly, a suture break occurred when advancing the knot with the knot pusher. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - primary UDI number: a partial UDI was provided as the lot number is not known.

Event description:
Subsequent to the previously filed report, additional information was received. It was reported that another prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot #: updated from unknown to 4103041. D4 - primary UDI number: updated from (B)(4).